Manufacturer narrative:
Medical device expiration date: unknown. 510k/PMA#: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was a reported that while using bd synapsys¿ the data processor service display locked effected culture reading workflow. This is a report of a single occurrence. The following information was provided by the initial reporter: issue description: some samples are locked. I get a list of 145 samples that are locked. What I need from global is an update query to unlock the samples. Investigation showed queue was not being processed despite data processor service displaying as running. Restart of data processor and queue was quickly processed and samples were unlocked.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.